Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not opening. The customer reported that all available options were greyed out, and no error message was displayed. Although there was no visible error, the customer stated they were unable to recover the system and could not see the recovery option. The customer further reported that the system later turned to a black screen with a white box prompting them to enter a password. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 29-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) was unable to recreate the issue during troubleshooting and visual inspection, tested the system, and verified all cables and bus connections. The system functioned as intended when the field service engineer investigated the device.